Event description:
It was reported that during surgery, the unit handpiece experienced a loss of power with a shutdown of the device. There was a leak present on the handpiece; the tubing was replaced, but the issue persisted. There was no patient impact, and a delay of approximately 10 minutes occurred due to the preparation of a backup product. The taken graft was damaged, but an additional unplanned graft was not taken. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in france.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm and screws were worn, the machined head, spring pin, and hinge gasket were damaged, the control bar was out of position, the swivel was loose, and the device was out of calibration. The motor, sleeve, reciprocating arm, machined head, spring pin, hinge gasket, control bar, swivel, bearings, and screws were replaced and the device was recalibrated and resolved the reported issue. The device history record was not reviewed. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: france.

Event description:
There is no additional information regarding the event.